Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu silver colored metallic malleable coiled wires consistent with essure coils') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia, thyroid disorder, obstructive sleep apnea syndrome, anemic, cervicitis, parakeratosis and uterine fibroid. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding: vaginal"), fatigue ("fatigue") and weight fluctuation ("weight gain/loss") and was found to have uterine leiomyoma ("other injury or complication: fibroids"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure removed by hysterectomy. (Full),salpingectomy (bilateral) on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, pelvic pain, abdominal pain, menorrhagia, allergy to metals, vaginal haemorrhage, fatigue, weight fluctuation, uterine leiomyoma and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, allergy to metals, fatigue, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: patient received treatment for - pain, bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record:embedment . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received events "abnormal bleeding: vaginal, fatigue, weight gain/loss, other injury or complication: fibroid, vaginal pain' ,embedment were added. Reporter information, medical history were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removed by hysterectomy. (Full),salpingectomy (bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and nickel allergy. Patient demographic details, reporter information and product information was added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.